Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar would not let go of tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The were no issues with grasping during inspection. No grip misalignment or physical damage detected. The instrument was fully functional. No product issue was identified.